Event description:
It was reported that during a hospitalization check, the patient experienced elongated pr interval and complete heart block as seen from the electrocardiogram (ECG) due to no output provided by the pacemaker. During an in-clinic device interrogation, no electrograms (egm) nor session records regarding the event were stored in the pacemaker and the event was not reproduced during the session. The pacemaker was suspected to exhibit inappropriate magnet response. No changes or interventions were done; the pacemaker will continue to be monitored. The patient was in stable condition.